Event description:
The customer reported experiencing a blood glucose value of 47 mg/dl. And the insulin pump going into threshold suspend. The customer needed assistance in programming and product knowledge. There was nothing to ship or return and no device malfunction. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.